Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response (reported as "#1 on keypad intermittent"), which was experienced during evaluation. It was found to be caused by a failed keypad.the failed keypad was replaced.

Event description:
It was reported that a spectrum pump experienced "#1 on keypad intermittent". Any patient involvement, injury or medical intervention is unknown.